Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited a loss of pacing capture. After initial interrogation of the ICD and lead impedance testing, the ICD began to pace the patient appropriately.